Event description:
The customer reported that the images were black and gray and no structures could be recognized. This rendered the images unusable and consequently, the sys was rendered unusable. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.